Event description:
The service representative stated the customer stated they received questionable ion selective electrode (ise) sodium results on their modular core analyzer from (B)(6) 2012 to (B)(6) 2012. (B)(6). All testing was performed on the same analyzer. The customer considered the repeat results to be correct and they were issued as corrected reports. There were no adverse events. The sodium electrode lot number and expiration date were not provided. On (B)(6) 2012, the field service representative found a faulty ise degasser for sample, kcl, and diluent syringes. He replaced the degasser. Calibration, quality control, and a precision test were performed and were ok. He also updated the time on both modular systems to reflect daylight savings time for the customer. On (B)(6) 2012, the field service representative found crimped tubing from the vacuum trap caused reduced vacuum to the ise module. He removed the bad section of vacuum tubing and verified the vacuum at all the modules and the ise. Calibration and quality control were in the normal ranges. A precision check for both ises were in the normal ranges.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The device subassembly in the results code section was a degasser. Please refer to attachment two to the medwatch for the customer's internal investigation of the event.

Manufacturer narrative:
Additional information was provided indicating the date of the event, should be (B)(6) 2012. All repeat testing was performed on (B)(6) 2012.